Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with an unknown phone using the android 13 operating system. The customer reported that the low glucose alarm failed to sound when customer became hypoglycemic, with symptom of dizziness. The customer required treatment of sugar-water, soda, sweet food, and glucose gel by spouse. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to sound when customer became hypoglycemic, with symptom of dizziness. The customer required treatment of sugar-water, soda, sweet food, and glucose gel by spouse. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to sound when customer became hypoglycemic, with symptom of dizziness. The customer required treatment of sugar-water, soda, sweet food, and glucose gel by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.